Manufacturer narrative:
Refer to for details on testing of returned samples.

Manufacturer narrative:
Customer has been contacted multiple times with no response to return product or provide lot information. Aso reviewed the following records for satisfactory biocompatibility data,. Follow up report will be filed if customer responds with product and lot number information.

Event description:
Reporter/(B)(6) stated that the eq. Flexible bandages stick to well and ripped his skin when taking it off. No medical attention was sought. Reporter/patient did not have a lot number or an exp date.